Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported for unintended movement clip open locked from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported clip opening while locked and opening while establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle. It was reported that this was a procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed, cycling the gripper and that appeared to resolve the issue and clip was then closed and final arm angle established. The clip was implanted, reducing mr to 1+. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.